Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter.

Manufacturer narrative:
After review, the previously reported eval code-conclusion of is no longer applicable.

Event description:
Additional information received from the healthcare provider (hcp) via a clinical study reported that the event had resolved without sequelae (B)(6) 2014.

Event description:
It was reported the patient had an increase in pain listed as moderate. A catheter kink was diagnosed due to a "collection of fluid lateral to the lumbar incision" and an inability to aspirate from the catheter. A catheter access port (cap) contrast study and CT scan with contrast was performed. The CT scan results were "abnormal" and there was "poor contrast mixing in the cerebrospinal fluid (csf)" but otherwise "normal". There was a "question of displacement of contrast at the distal tip of the catheter". The event resulted in an unscheduled clinic/office visit. "Other surgical intervention" occurred and the distal catheter was tied off and a new distal portion was implanted. The old proximal catheter segment remained with a pin connector. The intervention occurred on (B)(6) 2014 and the outcome was listed as "ongoing". The pump was used to deliver morphine. If further information is received, a supplemental will be submitted.